Event description:
Bag wouldn't compress. Bag is faulty, customer went to use it on patient and bag would not compress so they used another bag and it worked fine. No death or serious injury reported.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on 06/04/2014 by (B)(4) to ventlab, llc. This effort consists of 48 MDR's. The affected device was investigated and the duckbill valve being stuck was confirmed. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.